Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). An atlantis¿ sr pro² coronary catheter was selected for use to treat the target lesion. When the physician performed intravascular ultrasound, it was noticed that the tip of the coronary catheter was broken and went through the posterior lateral ventricular (plv) branch. The broken tip was not removed and the physician opted to perform angioplasty to complete the procedure. No patient complications were reported and the patient's status is stable.